Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
It was reported to philips that during the maintenance on this device the occurrence of "check vent: alarm led failed" was confirmed both in the operational check performed in the repair center and the drpt. There was no patient involvement as this issue was noted during servicing on this device. The philips service technician evaluated the ventilator and confirmed the issue in both operational check performed in the repair center and the drpt. The philips service technician replaced the power switch overlay to resolve the issue. The device successfully passed all required testing and remains at the customer site.